Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. Bg was addressed via a manual injection. The customer alleged the pump was not delivering a bolus as intended; however, a pump log review showed that the customer aborted the action. Tandem technical support educated the customer on the cause of high bg. Tandem technical support determined pump was functioning as intended.